Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by a company representative that a revision surgery had been performed 5 years previous for replacing head cup and insert.

Manufacturer narrative:
Additional information has been provided in the following sections: patient identifier, age or date of birth, sex, weight, brand name, common device name, explant date, PMA/510k & device manufacture date. The following other devices were also listed in this report: 28mm std v40 taper vit head; cat# 6260-5-128; lot# 38873004 , trident 10° x3 insert 28mm ID; cat# 623-10-28f; lot# unknown. An event regarding dislocation involving a trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because no medical information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported by a company representative that a revision surgery had been performed 5 years previous for replacing head cup and insert.